Event description:
It was reported that during the procedure, an attempt was made to advance a 3.0x28 xience v rx stent delivery system distal to a previously implanted 3.0x28 xience v rx stent toward a heavily tortuous lesion in the proximal right coronary artery, but failed to cross the previously implanted stent. The second 3.0x28 xience stent dislodged during the attempt to advance through the existing implanted 3.0x28 xience stent. The second 3.0x28 xience was withdrawn with resistance felt, then an intravascular ultrasound (ivus) was performed. The second 3.0x28 xience stent was successfully snared, and there was no damage caused to the previously implanted 3.0x28 xience stent. A 3.0x38 rx xience prime stent was implanted. There were no adverse patient sequelae, but there was a clinically significant delay of 2 hours. A cine analysis revealed that the 3.0x28 xience v rx deployed stent in the proximal right coronary artery exhibited stent damage, a waist in the balloon, and a dissection during interventional post-dilatation with a non-abbott balloon. The cine analysis also revealed that the 3.0x38 rx xience prime was deployed to treat the dissection that occurred during post-dilatation of the initial implanted 3.0x28 xience stent, and that the 3.0x38 rx xience prime stent exhibited a balloon waist during post-deployment inflation. Subsequent post-dilatation inflations fully expanded each stent. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The cine review revealed that the device was not fully apposed to the vessel wall and post-dilations were performed to fully appose the stent implant. It is most likely that the partial apposition of the stent implant occurred as a result of interactions with the heavily calcified, dissected, previously stented lesion. It should be noted that the xience prime stent system instructions for use states: xience prime is indicated for improving coronary artery luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning. The lot number was provided. Review of the device history record is forthcoming. A follow up will be submitted with all relevant information. (B)(4) - indications for use. Both 3.0x28 xience devices referenced are being filed under separate manufacturing report numbers.